Manufacturer narrative:
Patient information was unavailable from site. A manufacturer representative went to the site to test the navigation system. The system performed as intended. Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system failed to start due to the display of "no signal". The issue was resolved after rebooting the product several times, but it was failed to start again after the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue happened pre-operatively before the patient entered the procedure room.